Manufacturer narrative:
(B)(6).

Event description:
It was reported that when using a cadd® cadd-legacy® plus pump whose uso sensor software had undergone an update, a "no disposable, clamp tubing" alarm sounded. No patient injury.